Event description:
It was reported that during the stenting procedure of the right middle cerebral artery stenosis, resistance was observed while advancing the subject stent through the microcatheter. The stent couldn't reach the lesion even after several unsuccessful tries. So the operator withdrew the stent and checked, but it partially deployed accidentally out of patient's body. The procedure was completed successfully using other stent. No clinical consequences were reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent was returned in its deployed state and no anomalies noted. A full functional test could not be performed as the stent was deployed. The sdw moved freely within the introducer sheath. Per the additional information, there were no anomalies noted to all of the stent prior to use/ after unpacking and the device was prepared as per the device direction for use (dfu). The event description states that the device was used to treat right mca serious stenosis. The diameter of the vessel was 2.2mm and the length of stenosis was 21mm. The friction was experienced in the microcatheter tail. The device was returned and the stent was in its deployed state, confirming the event. It is probable that the friction experienced in the tail of the microcatheter may have been caused by the stenosis located at the target lesion. An assignable cause of procedural factors will be assigned to the as reported stent deployed prematurely during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the stenting procedure of the right middle cerebral artery stenosis, resistance was observed while advancing the subject stent through the microcatheter. The stent couldn't reach the lesion even after several unsuccessful tries. So the operator withdrew the stent and checked, but it partially deployed accidentally out of patient's body. The procedure was completed successfully using other stent. No clinical consequences were reported to the patient.